Manufacturer narrative:
(B)(4). The actual sample is not available, however, companion samples have been requested. Should the samples be received and an evaluation completed or additional information received, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The device was not available for evaluation; however unused companion devices were received. Visual inspection and functional testing was performed on the companion devices. The devices met all specifications for the critical dimensions. No issues were found with the companion devices. A review of all batch record documents for lot number 12k27h17 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap became loose and povidone iodine leaked from the junction between the minicap and the transfer set during use for peritoneal dialysis (pd) therapy. This is report 1 of 4 in this event. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.